Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es fingerprint scanner delayed. The customer stated that that it occurred to all 10 anesthesia es at their site and had significant delay when they tried to login. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es fingerprint scanner delayed. The customer stated that it occurred to all 10 anesthesia es at their site and had significant delay when they tried to login. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, the fingerprint scanner was found to be slow. A technical support specialist logged in as cfnadmin, uninstalling all lumidigm-related programs, and rebooting the system. The specialist then downloaded the lumidigm drivers and the peripheral component interconnect file was transferred to the station, extracted, and the installer executable was run. After the installation was completed, the station was rebooted. The tss guided the customer to follow the knowledge articles if the sensor still did not work. The tss advised dispatching a field service technician to replace the bioid sensor, if the issue still persists.